Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was an abnormality of helix on the lead. Although fixation of the lead was attempted by extending the helix for 10 times or more, it resulted in repeated dislocation of lead. The use of the lead then became impossible because the tissue got entangled in the helix. The lead was attempted and not used. A different lead was used. No patient complications have been reported as a result of this event.